Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of issues with customer's low blood glucose levels. The customer's blood glucose level was 20mg/dl. The paramedics were called to customer's home for lows. The customer was treated with IV and their levels were raised to 210mg/dl. The customer was advised replacement pump would be sent out.